Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right spinal artery. A 5.0mmx19mmx90cm express¿ vascular sd stent was advanced through a 90 cm introducer sheath positioned in the ostium of the right vertebral artery. The stent delivery system (sds) was advancing well up until the left subclavian artery in the aortic arch when the sds could no longer be advanced. The device was removed and the physician noted that while the stent was intact, the sds was folded and broke in the guidewire orifice. The distal segment of the catheter was no longer firm and there was concern the catheter would break inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). There was contrast in the inflation lumen. Microscopic and visual examination revealed a kink in the shaft 1cm proximal of the exit notch. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination presented no damage or irregularities to the balloon or stent. The stent profile was measured and is within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right spinal artery. A 5.0mmx19mmx90cm express¿ vascular sd stent was advanced through a 90 cm introducer sheath positioned in the ostium of the right vertebral artery. The stent delivery system (sds) was advancing well up until the left subclavian artery in the aortic arch when the sds could no longer be advanced. The device was removed and the physician noted that while the stent was intact, the sds was folded and broke in the guidewire orifice. The distal segment of the catheter was no longer firm and there was concern the catheter would break inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.